Event description:
The consumer reported that they were feeling a vibration sensation in their lower back that goes into the front of their stomach and all the way to their head. It was reported that the sensation had gotten worse. The patient stated that they increased the frequency but that did not help. There was a report that they went to see their managing healthcare professional (hcp) and manufacturer representative (rep) on (B)(6) 2016 where they were instructed to leave their stimulator off. The patient currently has their stimulator off and would not use it until they get a replacement next month. The patient was still feeling the vibration sensation even with the stimulator off. No fall or trauma was reported to be related to the issue. A replacement surgery was expected to be next month but no date was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that steps taken to resolve the issue included surgery four weeks ago where a new implantable neurostimulator (ins) and leads were implanted. The patient did not know what triggered the issue and the issue had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.